Event description:
Reporter alleged discrepant blood glucose values of 283 mg/dl back to back with a result of 115 mg/dl when testing was performed 7 minutes apart on the advantage system. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of the testing so took normal medications. No other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.